Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to pain and poor device performance from activation, leading to device non-use. There are no plans to reimplant the patient with a new device as of the date of this report.